Manufacturer narrative:
A non-stryker liner was mated with a stryker head. This combination is not sanctioned by stryker. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision sx due to dislocation.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision sx due to dislocation.